Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of kinked stylets is confirmed; however, the exact cause is unknown. Three 3cg stylets and one 5 fr triple lumen powerpicc provena solo were returned for evaluation. An initial visual observation showed some use residue on two of the returned samples, no obvious evidence of use was observed on the other sample, which was returned within a t-lock in the red lumen of the catheter with approximately 20 cm of the stylet protruding from the t-lock. Bends were observed in the returned stylets approximately 1.5 cm proximal to the distal tip of one sample, 5 cm proximal to the distal tip of another sample, and 5.7 to the distal tip of the sample returned within the catheter. No breaks were observed in the core wire of the stylets and the distal tips were found to be present and intact. A microscopic observation revealed no breaks or tears in the tubing at the distal end of the returned stylets, and the bends within this tubing of each stylet were found to be at the interfacing of two magnets in two of the samples, and at the proximal end of the magnets in the sample returned within a catheter. Insufficient evidence was found on the returned samples to indicate a specific root cause of the bends in the stylets; however, possible contributing factors include advancement of the stylets against resistance and damage during manipulation, handling, or use. A lot history review (lhr) of refx0106 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "customer has 2 wires from PICC kits one was kinked before insertion and one was kinked after insertion." (B)(6) 2022-three devices were returned. This report address the third device.